Manufacturer narrative:
Correction: h7: recall should not be selected. Correction: h9: fsca number should not have been populated.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. No information regarding adverse patient consequences were reported.

Manufacturer narrative:
The event of electronics performance indicator was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Session record was reviewed; high current drain was noted due to low pacing impedance (pli) on atrial channel and triggered the alert. Analysis performed did not show any anomalies, pacing lead impedance measurements for both channels were within normal range. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.